Event description:
It was reported that a user experienced a pairing failure when attempting to connect a dexcom g7 sensor to the ilet device, and with guided troubleshooting, the sensor successfully paired and began its warm-up. Investigation included technical support troubleshooting and user education. Investigation of this case revealed successful restoration of intended connectivity following pairing guidance. No clinical symptoms reported. Outcomes included successful reconnection without medical intervention. It was concluded that the event resolved with standard troubleshooting, with no device malfunction confirmed and no patient injury.